Event description:
Customer reportedly became unconscious while eating and tested 136mg/dl on the device at the time. She was given food when she regained consciousness. No medical treatment received. Requested return of suspect device and replacement was sent.